Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4)

Event description:
Same case as MDR ID# 2134265-2018-01508 and 2134265-2018-01510. (B)(6) clinical study. It was reported that myocardial infarction (mi) occurred and the patient died. In (B)(6) 2013, the patient presented due to stable angina and was referred for elective cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. Target lesion #1 was a de novo lesion located in the distal left anterior descending artery with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.25 x 16 mm promus element¿ plus stent, with 0% residual stenosis and timi 3 flow noted. Target lesion #2 was a de novo lesion located in the right posterior descending artery with 90% stenosis and was 26 mm long with a reference vessel diameter of 2.25 mm and was treated with pre-dilatation and placement of a 2.25 x 8 mm and 2.25 x 20 mm promus element¿ plus stents. Following post-dilatation, residual stenosis was 0% and timi 3 flow noted. The following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2017, the patient had a cardiac arrest which was further diagnosed as mi. The patient was hospitalized in response to the event and on the same day, the patient died. The cause of death was cardiac arrest. There was no event enzymes and no autopsy was performed.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that on (B)(6) 2017, the patient had a dialysis noting that 2.7l of fluid was removed. The patient was not feeling well and collapsed noting that his eyes rolled back. Emergency medical services (ems) was called immediately and then began chest compression. The patient received chest compression for 15 mins prior to ems arrival. On arrival to ems the patient was in ventricular fibrillation and received 12 shocks, 5 rounds of epinephrine and also one tablet of nitroglycerine for the same. On the same day the patient died. Per death certificate, the immediate cause of death was cardiac arrhythmia and other significant conditions including congestive heart failure, coronary atherosclerosis heart disease and type 1 diabetes. Per principal investigator note to file, the immediate cause of death was cardiac arrest due to coronary artery disease, end stage renal disease and diabetes mellitus.